Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she was on day 11 of advance evaluation. She has been in pain around her incision site and was also much bruised back there. It was also reported that the ens (external neurostimulator ) shocked her and she couldn¿t lay on her left side because of the shock. Patient had advanced lead placed on 15th and she had to be admitted to the emergency room on the same day because it appeared the healthcare provider (hcp) clipped an artery and she was hemorrhaging. The patient had emergency surgery on the 16th to clean and absorb the blood. The patient left the hospital to go home on the 17. Patient started the trial again on this past thursday the 21st. The patient would have to start sooner but was too much pain from the surgery the prior week. The implantable neurostimulator (ins) would be placed this coming wednesday. Patient was currently at 1.4v. It was indicated that the hcp has not seen anything like this.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.